Manufacturer narrative:
Not all customers will experience the daily checks high wbc failure upon startup. Those that fail will not proceed to run specimens, and those that pass will not observe an effect on their wbc count due to the small magnitude of impact by the affected dxh cell lyse. Root cause for the potential erroneous tnc count (and wbc background) is the elevated particle counts detected in multiple lots of dxh cell lyse. Per labeling: - important beckman coulter recommends that a diluent be run as a body fluid sample prior to analysis of body fluid specimens to verify acceptable backgrounds. - the daily checks must pass or be reviewed in order to run specimens.

Event description:
Beckman coulter inc. (Bec) has identified internally that there is a potential for erroneous elevated tnc (total nucleated cells) results in body fluid samples in a magnitude corresponding to up to 50 cells/ul for customers using specific lot numbers of dxh cell lyse listed below. High wbc backgrounds at daily checks and body fluids control level I of up to 50 cells/¿l may also be seen. 2. Below is a list of other affected lots, their dates of manufacture and expiration: part number, lot number, date of manufacture, expiration date: 628018, 0710003, 11/02/2010, 05/02/2012. 628018, 0711002, 11/16/2010, 05/16/2012. 628018, 0712001, 12/14/2010, 06/14/2012. 628019, 0710002, 10/19/2010, 04/19/2012. 628019, 0710004, 11/01/2010, 05/01/2012. 628019, 0711001, 11/09/2010, 05/09/2012. 628019, 0711003, 11/16/2010, 05/16/2012. 628019, 0712002, 12/13/2010, 06/13/2012. No erroneous results were actually generated, reported or transmitted. There is no death, injury or change to patient treatment associated with this incident.